Event description:
It was reported that the patient experienced a cardiac tamponade. The physician explanted the atrial lead and commented that the lead may have been over rotated during the initial placement. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The lead is not over-retracted or over-rotated and the helix functions properly. (B)(4).